Event description:
It was reported that a user experienced hypoglycemic events while using the ilet system, describing several lows that occurred when meals were not eaten at customary meal times, and no device alerts or alarms were reported. Symptoms included low blood glucose consistent with hypoglycemia. Outcomes included transient impact without report of hospitalization or long-term disability. Investigation included a review of the user¿s account of timing of meals relative to insulin delivery and plans to gather additional information through follow-up. Investigation of this case revealed that the cause of the lows remained unclear, with no reported device alerts to suggest a device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive due to insufficient information to link the event to a device issue or to user-specific factors. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.